Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving high glucose sensor scan readings of 80, 92, and 105 mg/dl compared to readings of 43, 55, and 51 mg/dl obtained on a built-in adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 1 day. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as the inability to stand and was provided with two bottles of cola and glucose to consume for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving high glucose sensor scan readings of 80, 92, and 105 mg/dl compared to readings of 43, 55, and 51 mg/dl obtained on a built-in adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 1 day. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as the inability to stand and was provided with two bottles of cola and glucose to consume for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended.milled slot into sensor casing to perform smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.